Event description:
Procedure: unk. According to the info as reported to the company, a plastic piece broke off from the device and fell into the surgical area. The piece was not recovered by the surgeon and may still be in the pt.